Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that nothing is working since a month ago. The patient could not describe what was not working. They stated that they are in pain because nothing is working. The patient was able to confirm that their controller was working as intended. Patient services recommended to charge the controller and call back for further assistance. No further complications were reported or anticipated.